Event description:
It was reported that the customer experienced a cgm error 42 with their g6 sensor. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through a pump reset, after which the error code did not reappear, allowing the customer to successfully start their sensor session.